Event description:
During use of the device for a non-clinical activity, the user reported that the red indicator light for the battery flickered while on ac. The biomed reset the circuit breaker and the flickering light went away. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.